Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the subject device had no video image, the camera cable had damage, and the control unit had physical damage. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the hd autoclavable camera head had no image on screen. Subsequently, the camera head was changed, and a field service engineer (fse) was called to check the subject device. The fse was able to confirm the reported issue and noted that the universal cord was torn, and the connector adhesive bonding had been peeled off. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received from the reporter indicating the intended procedure in the event was therapeutic (arthroscopy). The intended procedure was completed using a similar device with no delay. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During investigation, the root cause of the reported issue could not be identified. However, based on the results of the investigation, it is likely that the reported issue occurred because signal transmission became unstable due to damaged cable. Olympus will continue to monitor the field performance of this device.